Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was solution that leaked from the right side of the cassette door that housed the homechoice cassette during drain phase. The patient was assisted to remove the cassette and end the therapy. After a check by the patient, the cassette door appeared dry and the solution bags were okay. The patient was going to start over the therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.